Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 604840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included chest pain, tachycardia, palpitations and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy partial), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the neoplasm, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, neoplasm, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Received treatment for menorrhagia, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Lot number and concomitant condition added. Events : abnormal bleeding (vaginal), tumor / teratoma / cancer type: uterine fibroids were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 604840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included chest pain, tachycardia, palpitations and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. In november 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the neoplasm, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, neoplasm, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Received treatment for menorrhagia, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿update of information (batch is invalid)¿ based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumors"). The patient was treated with surgery ((hyst. (Full), salpingo.(bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the neoplasm outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and neoplasm to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Received treatment for menorrhagia, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events added: menorrhagia, dysmenorrhea, tumors. Outcome of the events menorrhagia, dysmenorrhea were updated to recovered/resolved. Reporter and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.